Manufacturer narrative:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted dust/dirt was found inside the device. The device was scrapped by the service center after the evaluation was completed. The previous report incorrectly captured the become aware date as 08/12/2024 and 'box b: adverse event or product problem' 'event date' as 08/12/2024. The 'become aware date' and the 'event date' have been updated to 08/20/2024 since the device evaluation was completed on 08/20/2024.

Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted dust/dirt was found inside the device. The device was scrapped by the service center after the evaluation was completed.